Event description:
It was reported that during a coronary stenting procedure, stent and delivery device removal difficulties were encountered. The lesion being treated was a calcified, stenotic lesion located in a tortuous, right coronary artery (rca). The physician attempted to deliver the liberte bare monorail stent to the lesion site, but the stent was unable to cross the lesion. When he attempted to remove the stent, it became dislodged, however it remained on the wire. As the physician pulled the device out of the patient's body, it came off of the wire in the right femoral artery. The patient developed a hematoma at the sheath insertion site and was taken to surgery to stop the bleeding. A 4.0x12 liberte bare monorail was deployed at the rca lesion site. Additional information has been requested regarding current patient status.